Event description:
User facility reports incident that occurred 2 hrs 50 mins into hemodialysis treatment. Pt was found non-responsive and when blanket was removed the catheter was observed to be disconnected from the venous blood line. CPR initiated but unsuccessful and pt expired. No machine alarm occurred at the time of event. The pt's access was covered with a blanket during treatment which did not allow staff to monitor the access and connection. Following event the bloodline connector was visually examined by user facility and no defects were noted. Reports by clinic staff and product distributor indicate that pt had change in behavior and mental status due to medication and was described as sometimes confused. It is possible that the pt caused the disconnect due to movement or intentional disconnect. The acutal complaint sample was saved but has been sent to an independent testing lab for evaluation. It is unknown whether the complaint sample will eventually be made available to the MFR for evaluation.